Event description:
It was reported that the mcp distal cutting guide was loose at the point where it attached to the awl alignment guide. The doctor expressed concern that it would make an improper cut. There was no injury to the pt and no delay in surgery time due to the reported issue.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported info.